Event description:
The caller reported that pt's tube developed a leak and the cuff would not stay inflated. The exact position of the leak was not determined. The caller stated that the pt was going to be taken to the physician to have the tube replaced. The caller also stated that the tube had been in use by the pt for nearly three months. The caller did not know the lot # of the tube.

Manufacturer narrative:
Info reported suggests there was reuse of the device beyond labeled specifications of twenty-nine days.